Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the lead body damage allegation was confirmed based on a failed stylet insertion test. No physical damage to the lead body itself was found.

Event description:
It was reported that this right atrial (ra) lead was not implanted successfully due to lead body damage. This ra lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was not implanted successfully due to lead body damage. This ra lead was never in service. No adverse patient effects were reported.